Event description:
Additional information received reported that the manufacturer representative was able to connect with the patient and discussed her current need to have the implantable neurostimulator (ins) removed. The patient was referred to a surgeon that takes medicaid and the patient was scheduled for a consult.

Event description:
It was stated the patient¿s bladder was so messed up that she had regular surgeries on it and there was no more protective lining left of her bladder. Reportedly the patient was concerned she will be permanently injured for life if this device is not explanted soon.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v813549, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).